Event description:
Healthcare professional reported a right side exchange with no complaint against the device. Healthcare professional additionally reported "implant is intact". Later, healthcare professional confirmed rupture. Device has been explanted. This record is for the right side.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, one opening assessed as surgical impact opening (shell thickness within specification). As per the investigation procedure creases and non-penetrating nicks were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported a right side exchange with no complaint against the device. Healthcare professional additionally reported "implant is intact". Later, healthcare professional confirmed rupture. Device has been explanted. This record is for the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.